Event description:
Right shoulder arthroscopy utilizing stryker endoscopy pump. Infiltration of soft tissue, right shoulder and breast/chest area. Pump discontinued. Open arthrotomy for subacromial arch decompression performed. Equipment inspected by biomed and stryker. No malfunction found, determined preset shoulder pressure (70mm) too high for this pt. Pressure decreased to 40mm.